Event description:
On (B)(6) 2014, a distributor sent an email to homedics reporting they had received the following complaint from the patient's mother, "im calling because I bought a blood pressure cuff that was (B)(6) brand name. It was defective and I was giving my son his medication only when he had to have it. It caused him to have 4 seizures and caused him to go into the emergency room. It has really affected him. He's (B)(6) and I have to care for him. I'm (B)(6) and this is serious. I took the monitor to my heart doctor and he said that it is defective and giving extremely high readings. My son wasn't supposed to have medicine unless the systolic was more than 110. I feel like it has caused permanent damage. I'm at an age where it is difficult to take care of him, even before the seizures... My son's face was bloodied up and the seizures caused him to bang his face into brick on the side of the house when he fell. It has been about two months since this happened." On (B)(6) 2014, a homedics representative spoke with the patient's mother when she restated her son suffered injuries because his unit was reading the patient's mother (who corrected her age to (B)(6)) explained she is her son's caretaker (she corrected her age to (B)(6)). His mother reports the patient "needs 7 different medications." She did not have the types of medications available with her at the time of the call. However, one of the medications is only needed when her son's systolic pressure is more than 110. His mother was giving the patient this particular medication based on the readings from the wgnbpa-730. She believes that, due to the incorrect high readings from the wgnbpa-730, her son was taking this medication unnecessarily which caused him to suffer seizures on 4 separate occasions.